Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the zebra label printer wasn't printing label. The field service engineer reseated usb cable and checked configuration to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system printer was not printing labels and it affects workflow on printing insulin label. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.